Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exibited a high shocking impedance on the defibrillator patch-leads. The leads were tested for connection issues and insulation damage, and values were normal. The physician elected to explant the device and replace with another guidant product.